Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ink smears and discoloration were noticed inside the barrel of the bd insulin syringe with bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that ink seems to be smeared and discolored at the 5 unit mark on the inside of the barrel. The returned syringe was examined and exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. (B)(4) as initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7023686 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch # 7023686 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [200682542] that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (ink on barrel) investigation conclusion: probable root cause likely to be an ink splatter onto the barrel tip well during printing of the scale markings. When splatters happen, ink may be found anywhere along the barrel; these type of incidents, however, do not render the device unusable and are cosmetic defects only. (B)(4) as initiated to address print related defects and their associated root cause(s). Batch# 7023686 was manufactured prior to initiation of this CAPA.

Event description:
It was reported that ink smears and discoloration were noticed inside the barrel of the bd insulin syringe with bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that ink smears and discoloration were noticed inside the barrel of the bd insulin syringe with bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.